Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.